Event description:
It was reported that the left ventricular (lv) lead was found to be dislodged. The lv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.